Event description:
Have been using philips respironics device for sleep apnea. Device was on the recall list. Sinus symptoms starting (B)(6) 2021 failed to respond to 1 month of antibiotics eventually diagnosed as a mucosal melanoma of the right maxillary sinus. FDA safety report ID # (B)(4).